Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Customer contact reports no patient information is available. Legal manufacturer: (B)(4).

Event description:
The hospital reported intermittent inability to switch ventilation mode during a case. There was no patient injury.